Manufacturer narrative:
Occupation: non-healthcare professional. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2004. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b1, b5, b6, b7, d1, d4, g5, h4, h6 (patient and device codes) h6 (device code): appropriate term/code not available (3191) for device perforation. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, deep vein thrombosis (dvt), pulmonary embolism, limited mobility, frequent hospitalizations, lifetime anticoagulation, trouble sleeping, fear, bilateral legs discolored, burning, swollen, pain, discoloration in stomach from anticoagulation injections, short-term memory loss, shortness of breath and depression. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported limited mobility, frequent hospitalizations, lifetime anticoagulation, trouble sleeping, fear, bilateral legs discolored, burning, swollen, pain, discoloration in stomach from anticoagulation injections, short-term memory loss, shortness of breath and depression is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56." This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2004 via the right femoral vein due to post deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging vena cava perforation and dvt. Patient notes and further alleges "my whole life has changed. I have lived in the hospital for months at a time. I frequent the hospital [sic] 2 to 3 weeks at a time also. I would wish this depressing life on anyone. I have gotten clots in my legs (dvt) several times after getting this filter". Patient also notes and alleges limited mobility, lifetime anticoagulation, trouble sleeping, fear, bilateral legs discolored/burning/swollen, pain/discoloration in stomach from anticoagulation injections, short-term memory loss, shortness of breath, depression. Per the (B)(6) 2004 ivc (inferior vena cava) filter placement: "impression: successful placement of an infrarenal inferior vena cava filter via the right femoral vein approach". (B)(6) 2018 CT (computed tomography) abdomen: "impressions: the filter legs have penetrated through the wall of the ivc into the pericaval/mesenteric fat. One of the filter arms has penetrated the wall of the abdominal aorta".